Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the upward angulation exceeded the standard value, due to the deformation of the bending tube. The endoscopic image was defective. There was a leakage at the distal end due to a dent. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. According to information obtained from the past similar cases, the user inserted the device into the inferior calyx of kidney or ureter with excessive force while the bending tube was bent, causing damage to the bending tube. Therefore, based upon the past similar cases, the reported event may have been caused by the user manipulating the bending section with excessive force. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the maintenance, it was found that the insertion tube was cut. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the bending section rubber and bending section had been broken and the broken bending tube inside the bending section rubber had been sticking out.